Manufacturer narrative:
Based on the information received patient's underlying valvular disease likely led to the event.

Event description:
Edwards received information patient underwent valve-in-valve intervention due to severe degenerative aortic valve disease with severe recurrent stenosis and markedly elevated gradients. The patient was transferred to the intensive care unit in stable condition with excellent hemodynamics. Patient was discharged on post operative day three.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation; therefore, the device history record was not reviewed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a (B)(6) year old patient underwent valve-in-valve intervention to treat the edwards 21mm surgical valve due to aortic stenosis. The implant duration of the surgical valve was 15 years and nine months. A 23mm edwards transcatheter valve was implanted in the aortic position. There was no reported complications and patient did well post-operatively.